Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported, the patient had withdrawal with symptoms occurring after the patient had to reschedule pump fill appointments. The patient was in incredible pain. Three weeks ago, the patient had gone in to the hospital on thursday or friday and was released about 5 days later on monday or tuesday. The patient first went to a different emergency room and was kept for a day and medicated. The patient was not admitted, but kept in the emergency room while tests were run. She was then discharged and sent home. Once the medication ran off, the patient didn¿t feel loopy in the head and the pain returned. The patient had incredible pain, nausea, vomiting, chills, fever and a whole body ache. The patient couldn¿t figure out where the fever was from. The patient called an ambulance and went to the hospital via ambulance. The patient was admitted there and all kinds of tests were run, including a bone test, and everything came up fine. The patient kept mentioning she had a device and there was a volume in it. The pump didn¿t alarm and everyone was really listening for the beeping. The pump was excluded because there was no beeping. The patient was thought to be due for a refill 2014 (B)(6). The original refill date was 2014 (B)(6) and was then rescheduled to 2014 (B)(6) and then to 2014 (B)(6). The patient had two flat tires and other medical issues and ended up going all the way out to the date she was supposed to be refilled. It was thought the low reservoir alarm was 2014 (B)(6). It was determined the pump ran out of medication and the patient was in withdrawal. When it was filled, the pump was due to be run out that day. There must have been something in the reservoir and when the health care provider (hcp) went to withdraw it, there was nothing but bubbles. The patient could not go without the personal therapy manager (ptm) device anymore since the pump did not make any noise. The patient did not want to go through all the pain again. It was noted that before the pump the patient could not walk and was in so much pain all the time. It seemed like it gave the smallest amount of medicine so the patient¿s brain didn¿t get loopy. The system was being used to deliver clonidine, bupivacaine, baclofen, and dilaudid (hydromorphone).